Manufacturer narrative:
The battery was not returned for evaluation. Log file analysis was not conducted since log files were not available. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered. A possible root cause of the reported premature power switching events can be attributed to communication errors and/or momentary disconnections between the controller and battery. However, the reported beeps are most likely attributed to momentary disconnections between the controller and battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced power switching while at home. The site further reported that as the patient was moving, they were hearing beeps and observed the source of the power moving from one battery to the next until they changed the battery. Moreover, the site observed that the charge on the battery was greater than twenty-five percent. The battery has been removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed functional testing. Visual inspection revealed an illegible release indicator on the battery connector. The release indicator is located on the battery connector to assist the patient during a connection or disconnection of a power source. During supplemental testing, it was observed that the battery had exceeded the useful operating life of 500 patient cycles. These are additional observations not related to the reported event. The most likely root cause of the illegible indicator on the battery output connector can be attributed to patient use or due to wear. The most likely root cause of the high cycle count event can be attributed to the battery reaching the end of its useful life. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed momentary disconnection involving the battery. However, no premature power switching events were logged. A momentary disconnections will result in an audible tone or "beep". There is no evidence of power source lubrication procedure performed on the battery. As a result, the reported premature power switching event could not be confirmed; however the reported beeps were confirmed. The most likely root cause of the "reported beeps" are most likely attributed to momentary disconnections between the controller and battery. An internal investigation evaluated momentary disconnections. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.